Manufacturer narrative:
Device is a combination product. Device evaluation by MFR: synergy ous mr 4.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found the stent damaged - stent struts in the proximal row were lifted and pulled in a distal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual examination of the bumper tip found tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 4.00mm x 38mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 4.00 x 38mm synergy drug-eluting stent was advanced for treatment. However, during procedure, the proximal end of the stent was lifted due to the scratch with the proximal end of rca. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 4.00mm x 38mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 4.00 x 38mm synergy drug-eluting stent was advanced for treatment. However, during procedure, the proximal end of the stent was lifted due to the scratch with the proximal end of rca. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.